Manufacturer narrative:
One cadd-ms® 3 ambulatory infusion pump was returned for analysis. The reported issue was verified. The device would not hold the program, the pwa board is not functioning properly and will be replaced.

Event description:
Information was received indicating that a smiths cadd-ms® 3 ambulatory infusion pump lost its programmed settings. There was no reported injury to the patient.